Event description:
It was reported that a patient underwent an umbilical hernia repair on (B)(6) 2011 and the mesh was fixated with transfascial suture. The patient complained of pain and was diagnosed with a recurrent hernia on (B)(6) 2013. The defect was repaired on (B)(6) 2014. Additional information has been requested.

Manufacturer narrative:
(B)(4) - recurrent hernia occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.